Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The customer reported slight injury to the patient. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.

Manufacturer narrative:
Customer reported the patient was on maximum ventilator support, the vent alarmed device alert, safety valve open and the patient desaturated. The patient was bagged and placed on a new ventilator, no treatment was required. There was no additional info available from the customer. Nellcor puritan bennett will notify the FDA should further info becomes available.